Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that there was a faster flow rate when not using the roller clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced inaccurate flow issue. The following information was provided by the initial reporter: 1 clinician reported she always uses the roller clamp when opening the alaris pump door because she had a past experience when she didn't use the roller clamp and noted faster flow through the drip chamber. Generalized feedback, no further information available. No patient harm. No products available for investigation. Isd.

Event description:
It was reported that the unspecified bd infusion set experienced inaccurate flow issue. The following information was provided by the initial reporter: 1 clinician reported she always uses the roller clamp when opening the alaris pump door because she had a past experience when she didn¿t use the roller clamp and noted faster flow through the drip chamber. Generalized feedback, no further information available. No patient harm. No products available for investigation. Isd.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).